Manufacturer narrative:
This report or other information submitted by joerns healthcare under 21 cfr part 803, and any release by FDA of that report information, does not reflect a conclusion or admission by joerns healthcare, its employees, its contract service firms, or their employees, finished device suppliers, or their employees caused or contributed to the reportable event. (B)(6).

Event description:
It was reported to the manufacturer by the end user, per the end user, the patient fell out of bed. The patient was transported to the local ER for evaluation and sustained a bruise on the upper chest. Complaint#(B)(4) and ra#(B)(4) were entered into our system to have the mattress and control unit returned to joerns for investigation. As of this writing, the mattress and control unit have not been returned.